Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in the mouth, it failed to stabilize. Another implant was not placed in the same site. No infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
The clinician reported that on the day the immediate implant was placed in the mouth, it failed to stabilize. Another implant was not placed in the same site. No infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).